Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. Photos of the sutures have been provided and will be reviewed. The device history record for lot 20016171 was reviewed and the product was produced according to product specifications. All information reasonably known as of 11 feb 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that all four sutures provided in the kit broke upon placement. A second kit was opened and three additional sutures placed without incident. The patient was reported to be medically fragile, and the surgery was extended due to the sutures breaks, though no injury was reported. Per additional information received 22 jan 2021, the patient is now feeling well.

Manufacturer narrative:
Three sutures were returned for evaluations. The suture had no overhead knot and were missing the t-bar. Additionally there were pieces of suture returned that seemed to have broken off some of the samples. All three sutures exhibited some type of breakage/separation from components. The complaint is confirmed as reported, however, no root cause could be determined. All information reasonably known as of (B)(6)2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.